Event description:
The implanted valve was programmed at 130mm h2o but cerebrospinal fluid did not flow through the device. Different pressure settings were attempted without success. The valve was explanted.